Manufacturer narrative:
This is the second revision surgery underwent by this patient. The patient had a primary hip on (B)(6) 2017. On (B)(6) 2017 the patient had a poly and head revised due to infection. Then, the patient was revised again for infection on (B)(6) 2017. Batch reviews performed on 21 july 2017. Lot 165665: (B)(4) items manufactured and released on 20 december 2016. Expiration date: 2021-12-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size m 0, code 01.25.012, lot. 163206 (k072857) lot 163206: (B)(4) items manufactured and released on 02 august 2016. Expiration date: 2021-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact dm double mobility hc liner 28/dmh, code 01.26.2856mhc, lot. 164475 (k092265) (B)(4) items manufactured and released on 13 october 2016. Expiration date: 2021-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem c, cemented stem size 3 std, code 01.18.153, lot. 165834 (k103189) (B)(4) items manufactured and released on 13 december 2016. Expiration date: 2021-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was revised for infection. The surgeon revised all medacta components and implanted a spacer. The surgery was completed successfully. X-rays and explants are not available.